Event description:
An attempt was made to use an amphirion deep pta balloon catheter to treat a patient. The device was inspected before use and negative prep was performed with no abnormalities noted. This was the first device used in the procedure. Resistance was noted during delivery of the device to the lesion. During the first inflation to 5 bar the balloon burst. Pressure was lost rapidly. Burst was longitudinal. No clinical sequelae were reported.

Manufacturer narrative:
Results: (based on the information provided no root cause can be determined). (B)(4).